Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, the hook for the tracheostomy tube neck flange holder broke. There is no report of patient harm, death or serious injury associated with this event. .